Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation of the event. According to the complaint description, the device alarmed with panel connection lost. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The issue was caused by a defective vu esm. A replacement of the vu esm was sent to the end customer. According to the partner, this resolved the problem.

Event description:
Hamilton medical ag received the following event description: when powered on, the device alarmed with panel connection lost. No patient involved.